Event description:
Ous MDR - after an implantation time of about 55 months oversensing was reported. The ICD and lead was replaced and returned to biotronik for analysis. No worsening of the patient¿s health was reported.

Manufacturer narrative:
The ICD was first interrogated. Device status was mol2, 43 charging procedures had been recorded. The defibrillator connection system underwent mechanical inspection. The screws for the shock and pacing outputs were in working order. Leads inserted for test purposes were easily accessed, low ohm, and reliably contacted. The bore dimensions were also all within the dimensions set forth in the is-1 and df-1 standard. There was no material or manufacturing defect present. The contents of the ICD memory were checked; interference in the ventricular and ff channels was apparent in all available iegms. ICD sensing capabilities were then checked and no noise was found. The ICD recorded the provided signal without any interference. The ICD therapy capabilities were checked. The anti-bradycardia output signal was perfect and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The charge time was not unusual.